Event description:
It was reported that the patient had a shocking or jolting sensation. The patient had increased stimulation or shocking in their lower body. The patient was not able to move for a week and was very upset due to the pain involved. It was noted that the patient was not able to walk and had a tingling sensation in their feet. The shock was transient and made the patient feel weak in their legs. The patient stated that it happened twice while trying to get out of their car. The incident occurred two weeks prior to report and had not happened since. Impedance testing was done and all impedance measurements looked good and ranged from 689 ohms to 2120 ohms. The patient¿s status at the time of report was alive with no injury. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the cause of the shocking was not determined. No programming changes were made since the patient was doing so well but the physician did ask the patient to get a work up from a neurologist. The patient was reported was doing great on their therapy and the shocks they felt (2 of them) had not happen again. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ctz9, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).